Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy electrode. The patient described the irritation as a "cut on her side". The patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to put (B)(6) on the irritation. Follow up indicated that the skin irritation has healed.